Event description:
It was reported that one day post implant a lead failure was noted. The lead dislodged during a repositioning attempt. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.